Event description:
"The probe exploded during use inside the patient and pieces were removed."

Manufacturer narrative:
The damage to the probe was caused by the tip becoming too hot. When this happens, the end of the probe is damaged by heat which could cause the ceramic tip to become dislodged. This ceramic tip was the piece that fell into the patient. Also, argon gas is not flammable, so it could not have ignited and caused an explosion. What was described as an explosion was most likely the expulsion of the ceramic tip by the argon gas after rapid deterioration of the probe end can occur if the probe is activated for too long a period of time or by not allowing sufficient time for the probe end to cool before the next activation.